Manufacturer narrative:
The device history record review (DHR) performed on this laser did not find any possible service related issues that could have contributed to the reported event. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Field service evaluation noted that the laser had a blown voltage select board (vsb) and a shorted fuse on the laser power supply (lps). The resonator was replaced, however the laser is still popping the breaker. Based on the information a probable cause of cause not established was assigned to this investigation.

Event description:
It was reported that several months post preventative maintenance the laser was used during a procedure in which the laser started to smell of burning plastic. The fiber was replaced at 200,000 joules and at 300,000 joules, the laser did a full system safety shutdown. The procedure was completed with the same laser without patient harm.